Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). It usually develops within the first 24 hours after lvad implantation. Although unusual, it may occur at longer post implant intervals. The IFU addresses guidelines for optimal patient management. Clinical and patient factors including comorbidities are possible contributors to the events. There is no evidence to suggest a relationship to any device performance or manufacturing issues. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient post lvad implant was complicated by right ventricular failure needing ECMO. It was stated that once the right ventricle was recovered sufficiently, patient was brought back to the operating room to de-cannulate off ECMO. No further information available.

Manufacturer narrative:
It was reported from the site that the patient was taken to the operating room on (B)(6) 2015 for the ECMO removal. It was also stated that the patient had a slow weaning process from mechanical ventilation and was extubated on (B)(6) 2015. It was further stated that weaning from pressor therapy was completed. It was stated that the patient was discharged on (B)(6) 2015. No additional information received. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.